Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024- 12189- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured on (B)(6) 2024. It was reported by the patient that 3 infusion set fell off within 1 day and half on (B)(6) 2 days on (B)(6) and a few hours on 5/28 of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.